Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Since the subject device was not returned to legal manufacturer, the reported event could not be confirmed neither the condition of the device. However, it was presumed that the fault could have been caused due to wrong connection. A definitive root cause could not be determined. The event can be detected and prevented by following the instructions for use: there is a description below in the instruction manual of cv-1500 (drawing no:ra5107), and from the description, there is a possibility that indicated phenomenon can be prevented. 3.1 precautions for installation and connection. Use appropriate cables only. Otherwise, equipment damage or malfunction may result. Properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws, lock the cable connector. Otherwise, equipment damage or malfunction may result. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred upon receipt or unpacking.

Event description:
It was reported the video system center has no image. The issue occurred during an unspecified event. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.